Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer's blood glucose ranged from 70 mg/dl to 100 mg/dl. During troubleshooting with tandem technical support, customer was able to successfully press on the wake button and continued to use the pump for insulin therapy.